Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had carried out the battery and load tests. Actually for the correct functioning of an equipment it is being used for the unit to be under the operational stage. Actually fse had noticed in order to indicate for the service that for the equipment to charge from the batteries, it must be correctly anchored to the cart and that to confirm that the unit is being connected to the "electrical network" and the batteries are charging, they should look at the specific leds for this purpose.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) does not turn on. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) does not turn on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.